Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/24/2014 with the following findings: moisture damage was observed inside of the battery compartment: the reported moisture-ingress issue was duplicated. The pump failed a leak test due to a display lens leak; this device failure directly caused the reported moisture-ingress issue. The returned battery cap was able to secure to the pump per the instructions for use (IFU). Unrelated to the reported moisture-ingress issue, the display screen was found to be dim and discolored due to an unidentified display failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. Reportedly, evidence of moisture ingress was observed behind the display lens; no evidence of physical damage to the pump was observed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.